Manufacturer narrative:
Upon review of the device history for the serial number, (B)(4), it was determined that the device was manufactured on 07/11/2016 and the one (1) year warranty period has expired. As there are no repairs available for the video baton, the customer elected to replace the glidescope video baton 3-4. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, the biomedical engineer reported there appeared to be a break in the flexible portion of the video baton. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would cut out intermittently when the cable is manipulated. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.